Event description:
The pt rec'd a 23mm carioseal pfo occluder implanted in 2005. Post procedure tte and fluoroscopy showed good position of the device and good closure. The pt was discharged in good condition. The pt had a significant fall approx a week or two after the procedure where he bruised his legs but he was not aware of any heart problems. In his scheduled follow up visit. It was determined through tte that the device was not in its place. Pt was taken to the cath lab for an angiogram and the device was found in the abdominal aorta. It was surgically removed.